Event description:
When the subject device was used during an uncertain procedure, the output of the device could not be activated and the ptfe pad of the device was separated. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus. It was confirmed that the grasping surface was worn and metal part of the grasping section was exposed, and tip of the ptfe pad was separated. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the output of the device could not be activated since the exposed metal part of the grasping section contacted the probe. And it is concluded that the grasping surface was worn and the ptfe pad was separated since the user continued activating output while the grasping section was closed without grasping any tissues. The instruction manual of the subject device mentions as below. Do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. This report is being submitted as a medical device report in an abundance of caution.